Manufacturer narrative:
Initial and final MDR- (B)(4). Device 2 of 2 h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced infusion set tubing blocked twice. The issue occurred a few days ago and yesterday with the patient infusion set. No further information available.